Event description:
Event description guidant received information that at 47.3 months post implant, this implantable cardioverter defibrillator (ICD) was explanted due to an earlier than expected elective replacement indicator (eri). A new guidant ICD was implanted. The explanted device will be returned for analysis.